Manufacturer narrative:
(B)(4). On (B)(6) 2014 at (B)(6), the customer reported tha the gantry would not tilt and table would not move. The system was not in clinical use when the incident took place. There was no report of any injury/harm to the operator or bystander due to this issue. The philips field service engineer (fse) contacted the customer by phone. The customer stated that after the operator pressed the footswitch, there was no movement in the table. The fse confirmed that there was no occurrence of uncommanded motion and the e-stop did not open. The fse asked the customer to check the position of the foot switch. The customers found that the foot switch was still pressed, even after the operator had released his foot from the pedal. The fse instructed the customers to release the pedal. The system was restored to fully operational condition. There was no part replacement. This issue was submitted for engineering evaluation. In this case, the root cause of the issue was that the operator pressed the pedal on the foot switch too hard, and the pedal remained pressed even after the operator removed his foot. The operator was not aware that the foot switch was still engaged when he tried to move the table. The footswitch was an old design. The fse instructed the customer to release the pedal, the system was restored to operating condition. The fse stated that the part will be replaced before due date of (B)(4)((B)(4) 2014). Excessive pressure on the foot pedal, the footswitch was an old style design. The fse instructed the customers to release the pedal of the footswitch, which resolved th issue. Since the footswitch was an old design, it will be replaced with a new foot switch as per (B)(4).

Event description:
In this case, the customer reported that the gantry would not tilt, table would not move. The philips field service engineer (fse) contacted the customer by phone and confirmed there was no harm to a patient, bystander or operator. The fse reported there was no occurrence of un-commanded motion. The fse asked the customer to check the mulit-functional foot switch, and the customer confirmed the multi-functional switch was stuck engaged. The customer released the multi-functional foot switch to resolve the issue.